Event description:
On (B)(6) 2014, the distributer contacted animas stating the audio bolus button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a hole was found on the bolus button cover. The bolus button was found to be intermittently responsive. The button cover was removed and the internal plug contact was found to be misaligned.